Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient came into the ER following a trauma where they fell. The patient subsequently had ' pin-point pupils' and was slow to respond so the hcp suspected an overdose.